Event description:
The customer stated that the patient had severe ventricular dysfunction prior to, the procedure and that he became severely hypotensive and his rhythm degenerated to ventricular fibrillation during mapping. It was reported that all efforts to stabilize and resuscitate the patient failed and the patient died.

Manufacturer narrative:
The physician is of the opinion that the cause of the event was owing to the patient's pre-existing condition and not owing to the mapping that was performed.